Event description:
Same case as 6000093-2007-00059. It was reported that, approximately one year after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion was located in the proximal to mid left anterior descending (lad) artery. The lesion was not calcified and was 90% stenosed. Prior to the index procedure, the patient experienced myocardial infarction on an unspecified date. During the index procedure, a taxus express2 3.00x24mm drug eluting stent (des) and a taxus express2 3.50x28mm des were implanted in the lad. There were no patient complications reported during the initial procedure. Prior to the procedure, the patient received heparin and plavix was to be administered for one year post-procedure. The patient remained on plavix therapy for one year and then discontinued per the physician's instructions. One week after discontinuing plavix therapy, the patient presented with acute myocardial infarction and chest pain. Heparin was administered and the chest pain subsided. Angiography revealed thrombosis in the lad. The patient was treated with balloon angioplasty and two taxus express2 des stents (2.50x16mm in the distal lad and 3.00x28mm in the proximal lad) were placed. The patient was reported to be in good condition and has restarted plavix therapy.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unknown.